Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing of the subject device, it was found that the air/water nozzle of the subject device was clogged. The user replaced the subject device to another similar device to complete the intended procedure. During the incoming inspection for repair at olympus (B)(4), it was found that the air/water nozzle was deformed, and that there was granular material of rubber in the air/water nozzle. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the air/water nozzle was deformed, and that there was granular material of rubber in the air/water nozzle. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus china. Olympus medical systems corp. (Omsc) reviewed, the manufacturing history (DHR) of the subject device and confirmed, no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china and similar past cases, omsc surmised, that this phenomenon was attributed to the following. - the staff of at the user facility, had not been trained sufficiently on the handling and reprocessing the subject device. According to the instruction manual. - the silicon tube and packing of the peripheral device were broken. And their fragments entered to the air/water channel and clogged inside the air/water nozzle. - the air/water nozzle was deformed. And easily clogged with foreign objects. If additional information is received, this report will be supplemented.